Manufacturer narrative:
Device unique identifier (UDI) is unavailable. Initial reporter: text too long for the field. It should be read as: (B)(6). Analysis on the returned probe showed a physical damage failure that was found through functional testing and visual/physical examination. Analysis states that one of the four mounting posts has been broken off and missing. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the instrument had a broken passive marker post. There was no patient present when this issue was identified. Additional information was received. It was unknown if the probe would verify if used in a case.